Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The peritonitis was manifested by cloudy effluent and abdominal pain. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date the patient was treated with intraperitoneal (ip) fortum injection (200mg, frequency and duration were not reported), ip amikacin injection (150mg, once a day, duration were not reported), ip heparin injection (1000u each bag, frequency and duration were not reported), tazobactam injection (150gm, route, frequency and duration were not reported) and gentamicin injection (40mg, route, frequency and duration were not reported). On an unreported date, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.